Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: a review of the black box indicated a reboot occurred on (B)(6) 2015. Multiple reboots were observed associated with ¿replace battery¿ alarms. The battery cap secured properly to the pump and maintained electrical connection. The cap was tightened fully and then loosened a half turn, and no power interruptions occurred. The pump powered on normally and completed rewind, load, and prime steps successfully. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6 ) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the yellow o-ring was not visible at the battery cap. In addition, it was reported that there was no physical damage to the pump and no moisture ingress. The cap was able to be secured; however, the no power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.